Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Adverse event regarding tvt mesh implanted in 2019 through partial mesh removal in (B)(6) 2020 will be submitted via 2210968-2020-03461. Adverse event following (B)(6) 2020 partial removal through (B)(6) 2020 erosion/partial mesh removal will be submitted via 2210968-2020-05039. Adverse event following (B)(6) 2020 partial mesh removal through partial mesh removal in (B)(6) 2020 will be submitted via 2210968-2020-05040. Adverse event of infection following (B)(6) 2020 partial mesh removal will be submitted via 2210968-2020-05041.

Event description:
It was reported that the patient underwent a sling procedure in (B)(6) 2019 and the mesh was implanted. In (B)(6) 2020, a grafting from the mesh sling showed growth of two kind of streptococci which are both sensitive to the antibiotic the patient is prescribed/taking. No further information is available.